Manufacturer narrative:
Results of investigation: at this time, vyaire medical has not received the suspect device. Once received and evaluated, a follow-up medwatch report will be submitted.

Event description:
It was reported to vyaire medical that the ventilator's touch screen failed and could not perform normal operations while in use on a patient. There was no patient harm associated with this reported event.